Event description:
It was reported that the patient with this remote communicator of this device displayed a red call doctor icon. Additionally, it was seen on the remote communicator some yellow collecting waves. Subsequently, troubleshooting efforts were performed, the communicator was power cycled, and a successful patient-initiated interrogation was sent. Upon review, it was noted that the right ventricular (rv) lead exhibited high out of range shock impedance measurements. Currently, this rv lead remains in service and no adverse patient effects were reported.